Event description:
It was reported the patient¿s pump had been empty since (B)(6) 2013 due to a missed refill appointment. A refill appointment was scheduled on the day of this report. It was stated the patient had "slight" withdrawal symptoms, and the symptoms were managed by oral opiods. The pump medication and concentration were unknown. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).